Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, on (B)(6)2024, it was reported that the physician want to report the kora250 which has been explanted on (B)(6)2024. There was an issue with the connector for the ventricular lead, probably there is some obstruction. The physician stated that during device exchange (kora 250 to kora 250 one week ago) it was hard to push the ventricular lead into the pacemaker header, but it seamed it was successful. After securing the lead with the screw, the system was pacing. Nevertheless, during the pacemaker follow up it was not pacing bipolar as the previous kora250, but only unipolar, and reprogramming was not possible; later it stopped pacing with the impedance of over 3000 ohm. On fluoroscopy dated of (B)(6)2024, it was observed, that the is1 connector tip of the ventricular lead is not visible as it is by the atrial lead. The revision took place (B)(6)2024, but it was not possible to push the lead into the header of the device any deeper. They exchanged the device for new medtronic pacemaker, where there was no problem with the is1 connector of the lead and the lead has good pacing parameters. Also, there was no problem with the header of the previous kora 250 pacemaker with depleted battery one week ago. We want to send the device for evaluation of the ventricular is1 connector.

Event description:
Reportedly, on (B)(6) 2024, it was reported that the physician want to report the kora250 which has been explanted on (B)(6) 2024. There was an issue with the connector for the ventricular lead, probably there is some obstruction. The physician stated that during device exchange (kora 250 to kora 250 one week ago) it was hard to push the ventricular lead into the pacemaker header, but it seamed it was succesfull. After securing the lead with the screw, the system was pacing. Nevertheless, during the pacemaker follow up it was not pacing bipolar as the previous kora250, but only unipolar, and reprogramming was not possible; later it stopped pacing with the impedance of over 3000 ohm. On fluoroscopy dated of (B)(6) 2024, it was observed, that the is1 connector tip of the ventricular lead is not visible as it is by the atrial lead. The revision took place (B)(6) 2024, but it was not possible to push the lead into the header of the device any deeper. They exchanged the device for new medtronic pacemaker, where there was no problem with the is1 connector of the lead and the lead has good pacing parameters. Also, there was no problem with the header of the previous kora 250 pacemaker with depleted battery one week ago. We want to send the device for evaluation of the ventricular is1 connector.

Manufacturer narrative:
The electrical characteristics of the returned device conformed to established specifications. Upon reception of the device, pacing pulses were generated appropriately by the device. - the visual inspection did not reveal any abnormality. The analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the atrial and ventricular ports are found clear of any obstructions. - atrial and ventricular silicone caps are not punched in the middle indicating that the screwdriver was not in contact with the ventricular setscrew (an incorrect insertion or not enough). - no tightening marks on the atrial and ventricular setscrew tips were noted which is consistent with the finding described above explaining the electrical issues and the observations described in the complaint. - based on the available information, no issue is suspected on the subject pacemaker.